Event description:
Kimberly-clark received a report from the (B)(6), stating "there are cracks in the 'y' adapter." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device was returned to kimberly-clark, and visual evaluation of the sample found that the 3.5 mm y-connector exhibited a crack and a white hue suggesting that it was exposed to excessive stress. The root cause of the crack could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.